Manufacturer narrative:
Final analysis found that two wire bond joints were not bonded to the pads. The wire ends lost contact with the pads causing a high current drain which rapidly depleted the battery.

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.